Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got power error detected on insulin pump. Customer's blood glucose was unknown at the time of the incident. Troubleshoot was performed. Explained the process should resolve the power error detected condition. Advised to monitor the pump. Product will not be returned for analysis.